Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The product was likely conforming when it left zimmer biomet control. The device is used for treatment. The reported product was reviewed for compatibility with no issues noted: part# 00588606410 lot # 63704833. Review of complaint history identified no additional similar complaints for the reported part and lot number combination. Complaints are monitored through monthly meeting in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified no intra-operative complication during the surgery. Six-week study notes found that the patient experiencing severe pain, moderate instability and difficulty in walking and day to day activities. This information confirmed the reported event. Per package insert , pi-021 rev k the nexgen complete knee solution/cruciate retaining (cr), legacy knee - posterior stabilized (lps) trabecular metal monoblock tibias : the pain, swelling, and instability are known adverse effects of this system. However, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that a patient had a left tka and subsequently complains of pain, instability, altered gait, and aspiration (results pending). There is no additional information at this time.